Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020,product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020 product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 07-nov-2023, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the controller showed settings not available. The patient stated they were at 90% for ins and controller is full as well. The ins has always used 50-70%, but the last 3 days only has used 10%. They went through groups and lowered stimulation. They were able to increase and decrease in both groups. The ins was 90% charged. The issue was not resolved through troubleshooting. No symptoms were reported. Additional information was received and it was reported that a faulty electrode contributed to the issue and they bypassed around it. The settings not available screen was resolved.